Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
Abstract "performance of gore viabahn vbx compared with atrium icast as bridging stents during fenestrated endovascular aortic repairs" (louis zhang, m.d., sung ham, m.d., fred weaver, m.d., sukgu han, m.d.; university of southern california, los angeles, california; journal of vascular surgery volume 69, number 6, page e215 - e216; #pc042) was reviewed. The aim of the study was to compare experience with gore® viabahn® vbx balloon expandable endoprosthesis and icast as bridging stents during fenestrated endovascular aortic aneurysm repair (fevar). The abstract identifies, where the gore® viabahn® vbx balloon expandable endoprosthesis was placed, one celiac endoleak that required re-intervention.

Manufacturer narrative:
Corrected data: h10/11 - reference medwatch #2017233-2019-00580 for the article reported incident of one celiac occlusion that required re-intervention.

Manufacturer narrative:
Corrected data: h10/11 - reference medwatch #2017233-2019-00580 for the article reported incident of one celiac occlusion that required re-intervention.

Manufacturer narrative:
Additional manufacturer narrative: b3: date of event (publication date is (B)(6) 2019. Therefore (B)(6), 2019 will be identified as the date of event.)

Manufacturer narrative:
Corrected data: b5 - describe event or problem. Additional manufacturing narrative: reference medwatch #2017233-2019-00580 for the article reported incident of one celiac endoleak that required re-intervention.

Event description:
Abstract "performance of gore viabahn vbx compared with atrium icast as bridging stents during fenestrated endovascular aortic repairs" (louis zhang, m.d., sung ham, m.d., fred weaver, m.d., sukgu han, m.d.; university of southern california, los angeles, california; journal of vascular surgery volume 69, number 6, page e215 - e216; #pc042) was reviewed. The aim of the study was to compare experience with gore® viabahn® vbx balloon expandable endoprosthesis and icast as bridging stents during fenestrated endovascular aortic aneurysm repair (fevar). The abstract identifies, where the gore® viabahn® vbx balloon expandable endoprosthesis was placed, one celiac endoleak and two sma endoleaks required re-intervention.